Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the physician noticed an increase in the atrial threshold and a decrease in atrial sensing. Diagnostic imaging confirmed the dislodgement of the atrial lead. The lead was explanted and replaced. The patient's condition did not experience any consequences as a result of the event and was stable post-procedure.